Event description:
Philips cardiac system model m3155 self-rebooting resulting in loss of pt monitoring on 16 telemetry monitored pts for up to seven mins. The re-boot resulted in the loss of ECG monitoring including the ability to generate any type of cardiac alarm on the units affected. For pts on portable wireless telemetry, this also impacts the philips portable mp5 monitors used at the bedside to see the pt waveform. For hardwire beds in ICU, the bedside monitor continues to function independently, but central monitoring is impacted. The re-booting is unpredictable and does not happen in the same unit, but randomly in any one of the ten m3155 cpu's in the system. When the reboot occurs there are no alarms or warning generated to warn that the event is happening and staff may not be aware of the issue until a few min after the event has begun.